Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out smoothly in one product.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 1285763, cat. No. 320136. Visual examination of the returned sample and photos was carried out and damage to the hub was observed. Due to the condition the sample was returned the pen needle could not be attached to an insulin pen therefore no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the machine during the manufacturing process.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out smoothly in one product.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle hub was deformed. The following information was provided by the initial reporter, translated from japanese to english: the needle hub was deformed. The user's verbatim report is that the drug solution did not come out smoothly in one product.

Manufacturer narrative:
H6. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 1285763, cat. No. 320136. Visual examination of the returned sample and photos was carried out and damage to the hub was observed. Due to the condition the sample was returned the pen needle could not be attached to an insulin pen therefore no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the machine during the manufacturing process.